Event description:
A nurse manager reported that prime failure occurred and a system message displayed with 2 cassettes prior to the same surgery. Following a delay of 45-50 minutes, the surgery was finally cancelled. It was noted that the patient had already received sub- tenon's anesthesia at the time of the event. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).